Event description:
The pt stated that she has had "quite a few" cannulas kink causing infection and high blood glucose (over 300 mg/dl). She stated her normal blood glucose range is 120-140 mg/dl. Upon follow up, the pt stated the infection is more of an irritation that clears up as soon as the infusion site is removed. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.